Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue with the setscrew of the implantable pulse generator (ipg) and the physician was ¿unable to screw the leads¿. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.